Event description:
It was reported by the customer the device had broken blade inside the handpiece. There was no patient involvement, no delay, no adverse consequences or medical intervention were reported.

Manufacturer narrative:
D4: full UDI is not available due to missing catalog and lot number. H6: a follow up report will be sent when the investigation is complete.